Manufacturer narrative:
Bayer case number: (B)(4). The device is not visible in the right ostium from the cavity [device dislocation] bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure [device breakage] bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure [embedded device] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the device is not visible in the right ostium from the cavity"), device breakage ("bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure") and embedded device ("bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure") in a 38 year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as allergy to metals, epigastric pain, low back pain, metrorrhagia, vaginal bleeding, abdominal distension, asthenia, abdominal pain, ovarian pain, dysmenorrhea, hypogastric pain, micturition disorder, flank pain, dysuria, pollakiuria, migraine, nausea, dizziness, tinnitus, photopsia, headache, blurred vision, spotting vaginal and abdominal discomfort. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and medically important), device breakage (seriousness criteria hospitalisation and intervention required) and embedded device (seriousness criterion medically important). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy and simple subtotal hysterectomy). At the time of the report, the device dislocation had resolved. The outcome of embedded device was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: on (B)(6) 2016: a hysteroscopy is performed, observing: normally configured cavity with both ostia visible and normal-looking mucosa; the final portion of the essure is visible in the left ostium, lined with mucosa; the device is not visible in the right ostium from the cavity. On (B)(6) 2016: bilateral salpingectomy was performed, essure was removed, and biopsies were sent for pathology. Both devices were shown to the patient and her family. The procedure was uncomplicated and the patient was discharged on (B)(6), after the tube and drain were removed. On (B)(6)2017: a simple subtotal hysteroscopy was performed without complications. The postoperative period was normal and the patient was discharged on (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): simple subtotal hysterectomy specimen: a 1*0.3 cm metal spiral was seen at the level of both tubal ostia. Diagnosis: simple subtotal hysterectomy, uterus with proliferative endometrium and presence of metal spirals in tubal ostia. She was discharged [computerised tomogram] on (B)(6) 2015: weakly calcified concretion of 2 mm in the lower calyx.; on (B)(6) 2022: umbilical hernia and rectus diastasis; (date unknown): bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure device; no inflammatory changes were observed in the adjacent tissues, nor free intra-abdominal fluid, bladder without alterations. Conclusion: findings consistent with essure micro insert fragments in uterus. Clinical judgment: suspected persistence of essure [cystogram] on (B)(6) 2015: presence of essure is observed [hysteroscopy] on (B)(6) 2016: normally configured cavity with both ostia visible and normal looking mucosa; the final portion of the essure is visible in the left ostium, lined with mucosa; the device is not visible in the right ostium from the cavity. [Physical examination] on (B)(6) 2016: soft and depressible abdomen without tender points, normal external genitalia (eg) and vaginal, 88mm uterus with le 1st phase, normal ovaries. Clinical judgment: pelvic pain attributed to essure. [Ultrasound scan] on (B)(6) 2011: with no abnormalities. She reported spotting since it was implanted; on (B)(6) 2015: ntelope uterus with desquamative le, both devices (essure) are visualized normally inserted. Hysteroscopy is requested. Clinical judgment: abdominal discomfort. Essure method; on (B)(6) 2016: soft and depressible abdomen, painful to palpation, superficial hematomas resolving in all laparoscopy ports. Abdominal ultrasound: no free intra-abdominal fluid was noted. Anteverted uterus, minimal free fluid eyebrow in douglas measuring 7 mm. Clinical judgment: postoperative abdominal pain.; on (B)(6) 2016: uterus with tortuous hyperechoic linear images at the level of both horns compatible with fibrosis secondary to essure; in the right horn, a denser echo-effusion of 5-6 mm was observed; apart from the latter described, a linear echo-effusion of 18 mm long was observed (essure???, remains of essure???) (As reported).; (date unknown): normal cervical stump, right ovary (ro) without pathology, left ovary (lo) with a simple anecogen formation of 26 mm, no free fluid in (B)(6) [x-ray] on (B)(6) 2011: with no abnormalities. She reported spotting since it was implanted; on (B)(6) 2016: dense linear image at the level of the hypogastrium on its right margin, compatible with the essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). The device is not visible in the right ostium from the cavity [device dislocation] bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure [device breakage] bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure [embedded device] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation (" the device is not visible in the right ostium from the cavity"), device breakage ("bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure") and embedded device ("bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure") in a 38 year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as allergy to metals, epigastric pain, low back pain, metrorrhagia, vaginal bleeding, abdominal distension, asthenia, abdominal pain, ovarian pain, dysmenorrhea, hypogastric pain, micturition disorder, flank pain, dysuria, pollakiuria, migraine, nausea, dizziness, tinnitus, photopsia, headache, blurred vision, spotting vaginal and abdominal discomfort. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced device dislocation (seriousness criterion medically important), device breakage (seriousness criterion intervention required) and embedded device (seriousness criterion medically important). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy and hysterectomy). At the time of the report, the device dislocation had resolved. The outcome of embedded device was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: on (B)(6) 2016: a hysteroscopy is performed, observing: normally configured cavity with both ostia visible and normal-looking mucosa; the final portion of the essure is visible in the left ostium, lined with mucosa; the device is not visible in the right ostium from the cavity. On (B)(6) 2016: bilateral salpingectomy was performed, essure was removed, and biopsies were sent for pathology. Both devices were shown to the patient and her family. The procedure was uncomplicated and the patient was discharged on (B)(6) 2016, after the tube and drain were removed. On (B)(6) 2017: a simple subtotal hysteroscopy was performed without complications. The postoperative period was normal and the patient was discharged on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): simple subtotal hysterectomy specimen: a 1*0.3 cm metal spiral was seen at the level of both tubal ostia. Diagnosis: simple subtotal hysterectomy, uterus with proliferative endometrium and presence of metal spirals in tubal ostia. She was discharged [computerised tomogram] on (B)(6) 2015: weakly calcified concretion of 2 mm in the lower calyx.; on (B)(6) 2022: umbilical hernia and rectus diastasis; (date unknown): bilateral images of metal density located in both horns of the uterus, probably fragmented in the left horn, compatible with fragments of the essure device; no inflammatory changes were observed in the adjacent tissues, nor free intra-abdominal fluid, bladder without alterations. Conclusion: findings consistent with essure micro insert fragments in uterus. Clinical judgment: suspected persistence of essure [cystogram] on (B)(6) 2015: presence of essure is observed [hysteroscopy] on (B)(6) 2016: normally configured cavity with both ostia visible and normal looking mucosa; the final portion of the essure is visible in the left ostium, lined with mucosa; the device is not visible in the right ostium from the cavity. [Physical examination] on (B)(6) 2016: soft and depressible abdomen without tender points, normal external genitalia (eg) and vaginal, 88mm uterus with le 1st phase, normal ovaries. Clinical judgment: pelvic pain attributed to essure. [Ultrasound scan] on (B)(6) 2011: with no abnormalities. She reported spotting since it was implanted; on (B)(6) 2015: ntelope uterus with desquamative le, both devices (essure) are visualized normally inserted. Hysteroscopy is requested. Clinical judgment: abdominal discomfort. Essure method; on (B)(6) 2016: soft and depressible abdomen, painful to palpation, superficial hematomas resolving in all laparoscopy ports. Abdominal ultrasound: no free intra-abdominal fluid was noted. Anteverted uterus, minimal free fluid eyebrow in douglas measuring 7 mm. Clinical judgment: postoperative abdominal pain.; on (B)(6) 2016: uterus with tortuous hyperechoic linear images at the level of both horns compatible with fibrosis secondary to essure; in the right horn, a denser echo-effusion of 5-6 mm was observed; apart from the latter described, a linear echo-effusion of 18 mm long was observed (essure???, remains of essure???) (As reported).; (date unknown): normal cervical stump, right ovary (ro) without pathology, left ovary (lo) with a simple anecogen formation of 26 mm, no free fluid in douglas [x-ray] on (B)(6) 2011: with no abnormalities. She reported spotting since it was implanted; on (B)(6) 2015: dense linear image at the level of the hypogastrium on its right margin, compatible with the essure device case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.